Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and all insulators were breached from metal induced oxidation. It was noted that the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, all insulators has cosmetic issues from metal induced oxidation and the outer insulation had cosmetic environmental stress cracking.

Event description:
The right ventricular lead pacing was capped due to a system upgraded and then later explanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.